Event description:
It was reported to philips that the device has a malfunction. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed a battery failure. The device needs a battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. The customer to install battery. The device remains at the customer site and no further evaluation is warranted at this time.